Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she attempted to reload her insulin pump but that the display is indicating that the pump is empty. She also indicated that it is difficult for her to change out the infusion set. Customer did not indicate any significant events leading to the error however, she indicated that she left the pump off her body. She did not indicate the amount of time that the pump was off of her body. Customer's blood glucose was 503 mg/dl at the time of the incident. Troubleshooting was offered but the customer declined.